Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. The patient father reported that the patient experienced that infusion set was ripped off from the patient body while on a sleep which occurred on (B)(6) 2025, which resulted in elevated blood glucose (over 400mg/dl). The infusion set was in use for 14 hours. No further information was available.